Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as all components were not returned for analysis. In the absence of components returned for analysis a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 7fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred. Two additional proglide devices were successfully placed using the preclose technique. Following the aaa procedure, hemostasis could not be achieved with the two proglide devices. A cut down was performed for surgical suturing of the vessel to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.